Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied on the stomach on the third and fifth shot on a laparoscopic bariatric - sleeve procedure, the stapler locked and did not fire during the second short. They replaced the staplers in order to complete the case. There was no patient injury.